Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (misaligned) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: on investigation, the alleged misaligned display issue was not verified. Pump casing was opened and the display screen seal was intact and the screen was properly aligned. The pump powered up with auditory and vibratory features. Unrelated to the complaint, the display screen was found to be shattered. As a result, the display was blank and the remaining testing was not performed.